Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7135673.

Event description:
It was reported that the spinal cord stimulation (scs) leads of the patient had migrated as confirmed via x-ray and had high impedances which caused inadequate stimulation. The patient underwent a lead replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.